Manufacturer narrative:
After replacing the mc pcba and blower assembly, the asp verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 indicating that a 1122 "blower temperature high" error occurred. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Per previous good faith effort (gfe) response, the authorized service provider (asp) performed diagnostics and confirmed that a 1122 "blower temperature high" error was logged in the event log. After evaluating the device, the asp found that the motor controller (mc) printed circuit board assembly (pcba) and blower assembly may need to be replaced. A repair estimate for the replacement mc pcba and blower assembly was sent to the customer for approval, and the customer accepted. Investigation is ongoing.

Manufacturer narrative:
E: (B)(6).